Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), bipolar disorder ('bipolar') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced tooth infection ("dental problems: infection") and dental caries ("cavities"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping and pinching like period cramp"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), anxiety ("psych injury/anxiety"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), bladder disorder ("bladder disorder"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("rashes or skin conditions"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain") and blood iron decreased ("my iron was so low"). The patient was treated with surgery (had 5 root canals and other: laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, anxiety, weight increased, vaginal haemorrhage, dermatitis allergic, fatigue, gastrointestinal disorder and dental caries had not resolved and the bipolar disorder, abdominal pain, dyspareunia, urinary tract infection, tooth infection, headache and blood iron decreased outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, bladder disorder, blood iron decreased, dental caries, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, pelvic pain, tooth infection, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), rashes or skin conditions, fatigue, gastrointestinal or digestive system condition, abnormal bleeding(general), my iron was so low, I feel asleep at the wheel were added. Event psychological trauma was replaced with the event anxiety and dental problems with dental infections and cavities. Event outcome was updated. Case became incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.